Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to dislodged instrument cable crimp, which may result from the component susceptibility to damage.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier a dislodged grip cable crimp at the distal end. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument failed intuitive motion, and the grips were unable to open a close properly. The instrument exhibited imprecise motion when the master tool manipulator (mtm) were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier did not open on command. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the issue happened while the surgeon was attempting to clamp a vessel or tissue bundle. The issue was related to the clip opening after closure. After multiple attempts to open and close the clip applier, the clip opened on its own before they could use the rescue tool. A different clip applier was then used for the remainder of the case. The procedure was completed as planned. There was no injury or harm to the patient. The instrument was expected to be released and sent back by the end of the week. There are no photos or videos of the incident.